Event description:
The event is reported as: during a procedure, while a resident was working on the pt's forearm, it appeared that the knife of the instrument protruded from the side during debridement and cut the pt's forearm. This resulted in a deep cut requiring stitches.

Manufacturer narrative:
No device sample is available for investigation. No lot # available. Claim cannot be confirmed.